Manufacturer narrative:
Argus case (B)(4).

Event description:
But during the night it gets all clogged up in my throat, [medication stuck in throat]. Case description: this case was reported by a consumer via call center representative and described the occurrence of medication stuck in throat in a (B)(6)-year-old male patient who received double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number ks4r, expiry date unknown) for oral hygiene. Concomitant products included no therapy. On an unknown date, the patient started super poligrip original (zinc free formula). On an unknown date, an unknown time after starting super poligrip original (zinc free formula), the patient experienced medication stuck in throat (serious criteria gsk medically significant and other: gsk medically significant ). The action taken with super poligrip original (zinc free formula) was unknown. On an unknown date, the outcome of the medication stuck in throat was unknown. It was unknown if the reporter considered the medication stuck in throat to be related to super poligrip original (zinc free formula).additional information, adverse event information was received via call center representative on 25 september 2020. The consumer reported that "super poligrip, I'm calling about poligrip , I'm using that and when I take the teeth out at night, I give my mouth a little wash, but during the night it gets all clogged up in my throat, anything I can do? Better mouth wash or anything?"